Event description:
This was an interventional case via the left groin to access a lesion in the right leg. Angioplasty on the contralateral side was performed. The pt was a smoker, very thin with a superficial artery and had peripheral artery disease. The physician observed slow 2nd mark at which time he inserted the 0.018" wire indicating he felt no resistance. Fluoroscopy revealed that the wire had bunched up in the vessel wall. At this point he decided to remove the wire and the device. He cut the 0.032" latchwire and converted to a standard access by inserting a 7fr, 45cm terumo introducer sheath. The case proceeded without any issues. There were no problems with the groin during or after the case. A fluoroscopic exam taken of the left groin revealed a self-limiting, non-flow limiting dissection of the vessel at the distal, tip of the sheath. The physician decided no treatment was necessary. The sheath was pulled in the holding area and manual compression was held for 30 minutes following normalization of act. Pt's distal pulses were present and no other issues were noted during follow-up.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. However, review of one image taken at the end of the procedure confirmed that a non flow limiting dissection had occurred. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera access system instructions for use (IFU), was reviewed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions, therefore, no update is required. Based on the analysis completed there is no evidence to suggest the device was out of spec. Further, it is not possible to definitely determine how the dissection occurred and if it was caused by use of the axera device or another device. The root cause, based on available info, is unk.